Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer line of a minicap transfer set ruptured and leaked. This was described as there was "leakage of peritoneal fluid upon connection to the patient line and the same upon disconnection". This was observed by the home patient during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, four (4) photographs of the sample was provided for evaluation. The photographs were reviewed and showed broken occluder legs beneath the twist clamp confirming a leak fluid through closed twist clamp. The direct cause was undetermined; however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.